Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1nyyz, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer representative (rep) reported that the patient experienced post implant pain and no efficacy. Upon looking at an x -ray, the lead was not in the right foramen. It was noted the lead likely migrated when the patient fell at some time post implant (B)(6) 2019. Reprogramming had been attempted. Despite the reprogramming, the patient was urinating over 20 times daily and leaking consistently. The battery and lead were replaced, it was reported the issue was resolved. No further complications were reported or anticipated.